Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years and 2 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient called the clinic with complaints of increasing shortness of breath, lower extremity swelling, a 5 lb. Weight gain, chest pain, and fatigue. The patient's diuretic dose had been increased without results. The patient went to the hospital and their blood work revealed an inr of 1.6, lactate dehydrogenase was greater than 1200 u/l, plasma free hemoglobin, and creatinine was 1.89 mg/dl. The patient admitted to not taking aspirin for one week due to running out of the prescription. The patient was admitted to the hospital. A limited echocardiogram was performed and revealed an ejection fraction of 20 percent, and a mild aortic insufficiency. On (B)(6) 2015, the patient was taken to the operating room (or) with a subcostal approach and the pump was exchanged due to suspected pump thrombosis.

Manufacturer narrative:
The pump was returned for evaluation. A red tissue-like deposition was present in the proximal side of the outlet stator surrounding the outlet bearing ball. The deposition lacked lamination and did not appear to have developed in this location; however, its specific origin could not be determined. The deposition showed darker areas of potential denaturing, and contact marks were noted on the outlet portion of the rotor and outlet bearing cup, indicating that the deposition was likely present for an undetermined amount of time during pump operation. The observed deposition would have potentially contributed to the reported hemolysis symptoms. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process, and the pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.